Manufacturer narrative:
This case is reported in retrospect based on a re-evaluation conducted in 2025 for formal reasons. There was no particular risk to patients, users, or third parties.

Event description:
Irn# (B)(6). Incident occurred in italy. During the procedure to remove the epidural catheter during birth delivery epidural procedure, we noticed that the catheter was broken at half lenght. We removed both partes of the catheter and we made a medication in the entry point of the catheter on the skin. No other anomalies were noticed.